Event description:
It was reported that the patient fell down and the parents reported a head trauma. The patient is bilaterally implanted and is not able to hear with the right device (concerned one). The contralateral device is functioning normally and the patient is hearing well with it. The parents couldn't indicate accurately when the accident happened. They estimate it occurred during the half of (B)(6), 2012.

Manufacturer narrative:
The device has not been explanted. It is should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.